Event description:
A 7mm diameter * 17 mm length medtronic ave billary stent was inserted into the renal artery. When the doctor was attempting to position the stent he accidentally pulled it back into the sheath. At this time, the stent dislodged from the balloon catheter. The stent was then retrieved off the guidewire. The patient tolerated the procedure well and there was no additional clinical sequelae reported relative to the event.